Manufacturer narrative:
The device has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported the pt had a blister under the coil a few weeks ago, but no photo was taken. The external components were serviced and returned to the pt. Recently, the pt's father went back to the clinic as the coil had become warmed.